Event description:
It was reported that in the anesthesia department during insertion, the user found that "cone of the cannula cracked and due to this, air entered." As a result, the puncture needle was removed and replaced with a new puncture needle to successfully complete the procedure. There was a significant delay reported in placement of the cvc in the hemodynamically unstable pt; however, there was no harm to the pt. There was no death or other injury reported, and no medical intervention was necessary as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.